Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The log file shows multiple successfully performed treatments. The reported treatment could be identified in the log file. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The log file shows that the beam control check (bcc) was performed and docking process was started. It is recommended that the user perform bcc directly before the treatment. A longer period of waiting time between bcc and treatment raises the risk of foreign particles landing on the patient eye or on the patient interface (pi), therefore contamination from environment cannot be excluded. No technical root cause could be identified. The system was working within specification. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment date. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported cases of diffuse lamellar keratitis (dlk) postoperatively following lasik procedures. Additional information has been requested.